Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022on system sk4037. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to an error 23008 pointing to axis 4 on the universal surgical manipulator 4 (usm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having a recoverable fault on usm 4 on the power on self test (post). Before calling technical support, the customer had already restarted the system; but, the issue persisted. An intuitive surgical (is) technical support engineer (tse) has reviewed error logs and found error 23008 pointing to axis 4 on usm 4. The tse guided the customer to perform a hard power cycle with the emergency power off (epo), to exercise the arm and to move carriage discs manually. The error was still present at power on. The tse informed the customer that a field service engineer (fse) visit is required to replace the usm but there is the option to continue with the procedure with 3 arms. The tse guided caller to disable the faulty usm. The surgeon decided to use another da vinci system that was available. The procedure was converted to another da vinci system with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported issue. The usm was tested on an in house system and failed normal mode as it triggered errors 23008 and 1173 on degree of freedom (dof) 5. The unit failed multiple tests that were performed on in-house system. The unit was tested on in-house system, and passed direction tests, cva characterization, carriage friction test, brake release test, brake hold test, advanced brake test, and carriage switches test.

Event description:
Refer to h10/h11 for follow-up information.